Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2009 by dr. (B)(6) due to hematuria and sling extrusion at (B)(6) hospital. It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) due to extrusion of pubovaginal sling with vaginal foreign body at (B)(6) center.

Event description:
It was reported that patient underwent mesh removal on (B)(6) 2009 by dr. (B)(6) due to hematuria and sling extrusion at (B)(6) hospital. It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) due to extrusion of pubovaginal sling with vaginal foreign body at (B)(6) center.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, bladder problems, infections, pelvic soreness, urinary frequency, urgency, interstitial cystitis, pelvic floor dysfunction, and vaginal scarring.

Event description:
It was reported that following insertion the patient experienced incontinence, bladder problems, infections, pelvic soreness, urinary frequency, urgency, interstitial cystitis, pelvic floor dysfunction, and vaginal scarring.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that the patient underwent implantation of mesh due to stress urinary incontinence. Following implantation the patient experienced pain, bowel problems, recurrence, and dyspareunia. The patient underwent mesh revision in 12/2008 due to vaginal area erosion. No additional information was provided. (B)(4).